Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they found a blood oozing from the surgical site. The patient went to the hospital for an examination and the doctor found that the three-pronged (extension tube) joint was broken. It was also stated that the product could only be removed by surgically cutting it off. It was also mentioned that the during removal, the luer adapter was detached, the leak was located at the junction of the extension tube and bifurcate (the trigeminal junction of vein, artery and main tube). There was no blood loss and blood transfusion was not required. There were no other products utilized with the device, there was no other defects/damages found on the product where the leak was observed, reinsertion was made as the intervention/treatment for the leakage, the adapters were tighten by hands, the clamps were moved to a new location after each treatment and iodine was used as cleaning agent to clean the adapter. There was no reported patient outcome.

Event description:
According to the reporter, they found a blood oozing from the surgical site (hub). The patient went to the hospital for an examination and the doctor found that the three-pronged (extension tube) joint was broken. It was also stated that the product could only be removed by surgically cutting it off. It was also mentioned that the during removal, the luer adapter was detached, the leak was located at the junction of the extension tube and bifurcate (the trigeminal junction of vein, artery and main tube). It was stated that iodophor was the cleaning agent used on the device. There was no blood loss and blood transfusion was not required. There were no other products utilized with the device, there was no other defects/damages found on the product where the leak was observed, reinsertion was made as the intervention/treatment for the leakage, the adapters were tighten by hands, the clamps were moved to a new location after each treatment and iodine was used as cleaning agent to clean the adapter. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d8, g3, h4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.